Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The investigation of the dialysis machine by our b. Braun technician was performed and the solenoid valve vdebk2, material number 3451902c, was exchanged. This valve showed a delayed closing. After exchange of the valve, a self test and a test run "ultrafiltration comparison measurement" was performed. No further balance deviations occurred since this repair. A review of the complaint database was performed and no adverse quality trends were identified for material number 3451902c. If additional pertinent information becomes available, a follow-up report will be submitted.

Event description:
(B)(4).

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The investigation of the dialysis machine by our b. Braun technician was performed and the solenoid valve vdebk2, material number 3451902c, was exchanged. This valve showed a delayed closing. After exchange of the valve, a self test and a test run "ultrafiltration comparison measurement" was performed. No further balance deviations occurred since this repair. A review of the complaint database was performed and no adverse quality trends were identified for material number 3451902c. If additional pertinent information becomes available, a follow-up report will be submitted.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The investigation of the dialysis machine by our b. Braun technician was performed and the solenoid valve vdebk2, material number 3451902c, was exchanged. This valve showed a delayed closing. After exchange of the valve, a self test and a test run "ultrafiltration comparison measurement" was performed. No further balance deviations occurred since this repair. A review of the complaint database was performed and no adverse quality trends were identified for material number 3451902c. If additional pertinent information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4). The investigation of the dialysis machine by our b. Braun technician was performed and the solenoid valve vdebk2, material number 3451902c, was exchanged. This valve showed a delayed closing. After exchange of the valve, a self test and a test run "ultrafiltration comparison measurement" was performed. No further balance deviations occurred since this repair. A review of the complaint database was performed and no adverse quality trends were identified for material number 3451902c. If additional pertinent information becomes available, a follow-up report will be submitted.